Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) pace/sense lead exhibited low out of range pacing impedance measurements less than 200 ohms, noise and oversensing that resulted in storage of non-sustained ventricular tachycardia episodes and pacing inhibition. The patient was not pacemaker dependent. Noise was also observed on the shock channel of the implantable rv defibrillation lead that was able to be recreated with patient isometrics. An invasive procedure was performed. The leads were surgically abandoned. A new rv lead and the chronic ICD were placed on the opposite side. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.